Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3-5 days, and ip ceftazidime 1000 mg daily for 21 days. However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to the patient not wearing a mask during initiation and termination of treatment. Additionally, per the pdrn, none of the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic(s) therapy. The pdrn attributed causality to a breach in aseptic technique, as the patient was not utilizing a mask during initiation or termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3-5 days, and ip ceftazidime 1000 mg daily for 21 days. However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to the patient not wearing a mask during initiation and termination of treatment. Additionally, per the pdrn, none of the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.